Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the loose stent. Evaluation summary: quality assurance analysis (qat) revealed that the sda was returned without any blood visible. There was crystalized contrast in the inflation lumen. The stent implant had dislodged and was not returned. There were crimp marks on the balloon between the markers. The balloon was tightly folded and there was no damage noted to the balloon. There were three bends in the hypotube located at the distal end of strain relief tubing and 50 and 53 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath not returned. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that during preparation of the sds, it was noticed that the stent was falling off the balloon. The stent implant was not returned for analysis, which may have aided the investigation. Analysis of the sds noted crystallized contrast in the inflation lumen. The presence of contrast in the inflation lumen suggest that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the ste crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly securely at the time of manufacture. No damage was noted to the balloon. A conclusive root cause cannot be determined in this case; however this incident does not appear to be related to a quality problem. In addition, three kinks were noted in the hypotube, which was not reported. The incident and may have occurred during the packaging of the device for shipment back to abbott vascular for evaluation. This damage doesn't appear to be related to or have contributed to the reported loose stent. A review of the finished device lot history record did not reveal any non-conformities. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that during preparation of the stent delivery system (sds), it was noticed that the stent was not crimped correctly on the balloon and was falling off of the balloon. Another sds was used to complete the procedure successfully. There were no patient effects. No additional event or patient information is available.